Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, pentax (B)(4) submitted a final report to the (B)(6). The final report states: no further information for the patient involved in this event has been received by pentax medical. After reprocessing at our facilities in (B)(4), a microbial testing was carried out on the device involved in this event. The results revealed the device "passed the assessment successfully in all criteria." The inspection revealed the distal body of the device was not in proper condition even after repair. Even though reprocessing at our facilities was successful, the final report states pentax (B)(4) initiated the actions as described below in order to mitigate the risk of contamination: "immediate correction: additional qc-checks of all repairs including photo documentation have been advised. Service technicians have been informed to pay special attention on the inspection and the repair process of the distal end of the duodenoscopes. In addition, our technicians will be re-trained on already existing repair procedures. Independent from this concrete incident, pentax has already started to revise the instructions for use (IFU) of the ed-3490tk in order to improve the manual pre-cleaning process of our duodenoscopes. The validation of this improved procedure has not yet been finalised. We expect to release the revised IFU until 03/31/2016. Service re-training and additional qc-checks of all repairs including photo documentation will be implemented immediately. Updated IFU (to be disseminated by separate fsca) expected until 03/31/2016. Due to the time that has elapsed between the incident and the day pentax (B)(4) was informed, it was impossible to undoubtedly identify the definite root cause for this incident. Besides of this we cannot exclude that a user error may have contributed to this incident. The fact that we could reprocess the device successfully is another indicator that site specific issues may have contributed to this incident. As a precaution, pentax (B)(4) decided to take certain actions in order to reduce the risk of re-occurrence of such incident as far as possible. In addition to the actions pentax (B)(4) will implement at our side, we will advise the user to carefully monitor the efficacy of their reprocessing procedures in future."

Manufacturer narrative:
(B)(4). The video duodenoscope was sent to pentax (B)(4) for repair after the contamination was detected. In addition, the device will be forwarded to the EU authorised representative (pentax europe (B)(4)) for further investigation.

Event description:
On (B)(6) 2015, pentax medical became aware of a report stating "some patients developed a bacterial infection (klebsellia pneumoniae) after undergoing an endoscopic retrograde cholangiopancreatogram (ercp). Following a microbiological post-reprocessing test at the user facility, bacterial contamination of video duodenoscope model ed-3490tk/serial (B)(4) has been detected. According to the information provided by the user and as an outcome of the post re-processing test, the reprocessing was found to be ineffective." It is unknown at this time how many patients are involved in this event. No further information has been received for the patient(s) involved. The video duodenoscope was sent to pentax (B)(4) for repair after the contamination was detected. It was found in-operational due to a leakage (date of repair (B)(6) 2015). Such leakage is obvious and must have been detected by a routine leakage test prior to reprocessing and thus prior to use under any circumstance by the user (as per IFU). Based on these facts, it was concluded, the contamination apparently was caused by user error. It is unknown whether this device has been put back into routine use after the repair has been carried out. The video duodenoscope involved in this event will be forwarded to the EU authorised representative (pentax europe (B)(4)) for further investigation.

Manufacturer narrative:
(B)(4).

Event description:
Pentax (B)(4) submitted a field safety corrective action (fsca) form to (B)(4)) on 08/04/2016. The fsca was initiated to inform users in the EU of the updated, validated reprocessing instructions.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, pentax medical received information stating 4 patients developed a bacterial infection (klebsellia pneumoniae) after undergoing an endoscopic retrograde cholangiopancreatogram (ercp). Three video duodenoscopes (model ed-3490tk/(B)(4)) have been allegedly involved in the events. MDR 9610877-2015-00046 contains information on the first patient involved and video duodenoscope model ed-3490tk/(B)(4). MDR 9610877-2015-00047 contains information on the second patient involved and video duodenoscope model ed-3490tk/(B)(4). MDR 9610877-2015-00079 contains information on the third patient involved and video duodenoscope model ed-3490tk/(B)(4). MDR 9610877-2015-00083 contains information on the fourth patient involved. The serial number of the video duodenoscope involved in this event has not been confirmed by pentax (B)(4).

Event description:
On (B)(6) 2015, pentax medical received information stating 1 patient developed a bacterial infection (klebsellia pneumoniae) after undergoing an endoscopic retrograde cholangiopancreatogram (ercp). Current status of the patient is unknown at this time. The video duodenoscope involved in this event was forwarded to the (B)(4) authorised representative (pentax (B)(4)) for investigation. The device was found in-operational and requires repair. Reprocessing of the device has been initiated, and a microbiological test will be conducted by an accredited laboratory in order to demonstrate whether the device could be reprocessed successfully in its current state. Pentax (B)(4) is currently investigating the root cause of the event.

Manufacturer narrative:
(B)(4).

Event description:
A device history review was performed on (B)(6) 2016 confirming that the duodenoscope was manufactured under normal conditions, passed all the required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information has been received for this event, therefore, pentax medical considers this medwatch report closed.